Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Adverse event # 6 .cellulitis (left side, doi - (B)(6) 2022, implant serial number: unk). On (B)(6) 2022, she presented with cellulitis on the left side required device explantation on (B)(6) 2022. The principal investigator assessed this event as moderate in severity, serious, not related to the breast, implant and not related to the procedure.

Manufacturer narrative:
Per additional information in 2023, the suspect device identity became evident as cat: 3503751bc, sn: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Patient code cyst added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).